Event description:
Based on data from the 2024 annual report of the michigan arthroplasty registry (marcqi), several revision surgeries have been reported in the united states, following the use of the smith+nephew prostheses outlined below in primary resurfacing procedures: 1. Marcqi ¿ united states: annual report - birmingham hip resurfacing (bhr) components: a total of one thousand two hundred fifty-nine (1,259) hips underwent primary hip resurfacing procedures between (B)(6) 2012 and (B)(6) 2023. From these, forty-two (42) hips were later revised due to the following reasons: thirteen (13) hips due to peri prosthetic fracture of the femur, eleven (11) hips due to aseptic loosening, nine (9) hips due to metal reaction/metallosis, three (3) hips due to dislocation/instability, three (3) hips due to implant failure, one (1) hip due to joint infection, one (1) hip due to pain, and one (1) hip due to malalignment. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason.

Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2026) uniform resource locator: https://marcqi.org/dev/wp-content/uploads/2024/12/annual-report-comprehensive-posted.pdf. Summary of adverse events: it was reported that, in the michigan arthroplasty registry (marcqi) 2024 annual report from the united states, a total of one thousand two hundred fifty-nine (1,259) hips underwent primary hip resurfacing procedures between (B)(6) 2012 and (B)(6) 2023, using birmingham hip resurfacing (bhr) components. From these, forty-two (42) hips were later revised due to the following reasons: thirteen (13) hips due to peri prosthetic fracture of the femur, eleven (11) hips due to aseptic loosening, nine (9) hips due to metal reaction/metallosis, three (3) hips due to dislocation/instability, three (3) hips due to implant failure, one (1) hip due to joint infection, one (1) hip due to pain, and one (1) hip due to malalignment. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. Timeframe of registry data: implantations conducted between (B)(6) 2012 and (B)(6) 2023 in united states. Analysis conducted: based on the most recent safety and performance evaluation, the birmingham hip resurfacing (bhr) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of one thousand two hundred fifty-nine (1,259) primary hip resurfacing procedures with birmingham hip resurfacing (bhr) components were performed in united states between (B)(6) 2012 and (B)(6) 2023. The cumulative revision rates for birmingham hip resurfacing (bhr) components are not statistically significantly different than the tha class based on overlapping confidence intervals across 10 years of follow-up. The following cumulative revision rates with 95% confidence intervals are presented in this report: oat 1st postoperative year: 1.28% (0.79%-2.08%) vs 1.51% (1.45%-1.57%) of the class. Oat 3rd postoperative year: 2.14% (1.46%-3.13%) vs 2.19% (2.12%-2.27%) of the class. Oat 5th postoperative year: 2.88% (2.07%-4.01%) vs 2.61% (2.53%-2.70%) of the class. Oat 7th postoperative year: 3.57% (2.60%-4.89%) vs 2.95% (2.86%-3.05%) of the class. Oat 10th postoperative year: 5.45% (3.45%-8.55%) vs 3.43% (3.30%-3.57%) of the class. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.